Event description:
It was reported that unspecified bd¿ lancing device is damaged. This was discovered during use. The following information was provided by the initial reporter: material no: unknown ; batch no: unknown. It was reported that the lancet hard to insert/remove. Verbatim: customer¿s daughter reported lancet hard to remove and insert. Went through troubleshooting and lancing devise has been replaced.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to request a DHR due to unknown lot number. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ lancing device is damaged. This was discovered during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the lancet hard to insert/remove. Verbatim: customer¿s daughter reported lancet hard to remove and insert. Went through troubleshooting and lancing devise has been replaced.